Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with blood glucose levels exceeding 400 mg/dl after running out of insulin overnight and resuming with a new infusion site the following morning; a subsequent site change was advised, and the user administered 25 units of humalog via subcutaneous pen and temporarily remained off the ilet. Symptoms included fatigue. Outcomes included transient elevation of blood glucose for a few hours without hospitalization or medical intervention. Investigation included device use troubleshooting with the care team and education regarding infusion site replacement and correction timing of back up therapy. Investigation of this case revealed no reported infusion set issues; however, the user did not recognize the device had stopped dosing. It was concluded that the event was consistent with hyperglycemia of unclear cause in the context of an interruption of insulin delivery and subsequent non device insulin correction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.